Event description:
The customer reported to olympus, the rhino-laryngo videoscope had a rubber pinhole. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps stopper mouthpiece was shaved off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the universal cord and the video cable had a flaw; the video connector, the light guide connector, the video connector, the control unit, the switch box, the control unit cover, the grip, the angulation lever, the up/down angle fixing lever and the video cable threads were scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the shaved forceps stopper mouthpiece was physical stress. The event can be detected/prevented by following the instructions for use which state: ¿caution ¿ do not coil the insertion tube, universal cord, or video cable into a diameter of less than 10 cm. Equipment damage can result. ¿ do not strike the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break, and it may cause water leaks. ¿ do not insert the video connector while the electrical contacts are wet and/or dirty. Doing so may result in electrical shock, causing severe damage to the endoscope and compromising patient and/or operator safety. ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing or pulling them with excessive force can break the switches and/or may cause water leaks.¿ olympus will continue to monitor field performance for this device.